Event description:
Patient representative reported patient was injected with 6 syringes of juvederm® volux¿ and 6 syringes of juvéderm® voluma¿ with lidocaine. Four days later, patient developed lumps at injection sites. Lumps were pierced and expressed purulent material and diagnosed as abscesses. Hcp advised this was a small infection. Twenty days later, patient was prescribed antibiotics (amoxicillin + clavulanic acid). Less than a week later, additional lumps developed - especially one larger one on the left side. Hcp punctured the nodule and injected hyaluronidase in one specific area "when abscesses and infection were evident all over the face." As the initial prescribed medication had no effect, patient consulted injector again and was prescribed new antibiotics and corticoids. The abscesses remained. Patient was referred to a plastic surgeon one month after initial filler treatment. Patient underwent surgery under general anesthesia to extract the nodules (diagnosed as gigantocellular foreign body granuloma) with several small cuts, send for culture (positive for methicillin-resistant staphylococci), and clean the entire area with povidone-iodine and hydrogen peroxide. Patient was prescribed injectable antibiotic, ceftriaxone 1g im/day. After the surgery, patient developed swelling in face and lymphatic drainage was recommended while waiting for antibiotic to take effect. The surgical procedure was characterized as contraindicated for this area, "the mixture cannot be completely extracted, and prolonged contact of the iodine with the mucous membranes can cause damage to the mucous membranes and even the lymph nodes" and there was a "risk of damaging a vessel or a nerve." After surgery, patient could not move lower lip correctly on right side. Follow up electromyogram studies showed a lesion of the marginal branch of the right mandibular nerve. Due to symptoms, patient developed insomnia, panic attacks, and a hypertensive crisis (not device related). Urgent treatment was provided and cardiological studies were started. One month after surgery after "a battery of analysis and studies", another surgeon drained left hematoma and right seroma that had developed under general anesthesia. The area was washed with rifampicin. The lab tests showed patient in acute renal failure (high uremia and creatininemia), elevated liver enzymes, hyperglycemia and hyperlipemia are deemed not device related. These were said to be a result of infection and high amount of antibiotics and corticosteroids. When patient noticed running nose and tearing in right eye, an ophthalmologist performed conjunctival biopsy. An obstruction in tear duct was found due to "the asian syndrome cause by the excessive amount of hyaluronic acid injected" which caused an autoimmune response that required aggressive drug treatment, deemed not device related. Patient developed sever depression and visited psychologist and psychiatrist who prescribed antidepressants and antipsychotics. It was noted that patient's "kidney function is deteriorating more than expected for [their] age, [their] fasting blood glucose is altered, [their] cholesterol is high, and [they are] suffering from asia syndrome (are deemed not device related)." A scar was also reported. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00642 (abbvie complaint (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Continued to h.6. Health effect - clinical code: e172001. Continued h.6. Health effect - impact codes: f2303. Continued h.6. Type of investigation code: b15, b17, b20. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.